Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump's event history log shows multiple "high pressure" alarm messages after pump started. Device underwent functional testing; unable to repeat customer's reported problem however. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy alarms high pressure. No patient involvement.